Event description:
A (B)(6) female who underwent transvaginal mesh placement for treatment of prolapse in 2006. She developed complete recurrence of the prolapse and mesh erosions. She underwent mesh excision in (B)(6) 2008 but had recurrence of prolapse.